Event description:
In 2007, the pt was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components. W.l. Gore's medical device tracking system received info in regards to a reintervention which occurred about one month later. Two add'l contralateral leg components were implanted in the pt. Further investigation is being conducted.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the MFR paperwork verified that this lot met all pre-release specifications.